Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product was returned for investigation. Data logs were returned for analysis. Pump suction: clinical details mention that the pump got a suction alarm due to less volume. Data log analysis confirmed the suction alarm occurring towards the end of the case. Motor current high alarms were also seen. The root cause of the pump suction was not determined due to lack of sufficient clinical details and unreturned product. Device in wrong position: clinical details mention that the doctor accidently pulled the impella out of the ventricle and was not in a position to replace it, so a new pump was implanted. The root cause of the device being in the wrong position was user related based on the provided clinical details. Device history review pump passed all post-sterile inspection checks.

Event description:
The complainant reported that a patient encountered pump suction and positioning issues during impella cp support. Due to low volume, the impella encountered a suction alarm. The doctor accidently pulled the impella out of the ventricle. As a result, the decision was made to exchange the impella cp with a new one. The pump was exchanged successfully.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.